Manufacturer narrative:
The 2 returned complaint fibers were evaluated and damage at the distal tip as well as at the connector end was noted in both returned fibers. The rfid tag was found with no usage recorded while the physical state of the returned units displayed damage indicative of usage. The usage of the fibers was unable to be confirmed conclusively. It is acknowledged that all dornier fibers are subject to 100% inspection which includes a power performance testing to ensure the fiber is operating per specification and units are quality inspected visually to ensure no damage is present on units. The state of the returned fibers would not have passed dornier visual inspection requirements. The rfid tag verification concluded both units were operating within specification upon release for distribution. No manufacturing defects or process deviations were revealed.

Event description:
A notification was received regarding 2 holmium fiber units which were reported to have cracks out of packaging.